Manufacturer narrative:
Based on the new information received from the ge field engineer, this problem was found during preventative maintenance and not during use as initial reported. The battery icon indicates the amount of battery power remaining. The unit continuously monitors the battery capacity. As the battery depletes, the unit is designed to alarm, notifying the user of the reported condition. Pre-use checkout, as contained in the user manual, confirms both that the power failure alarm is functioning correctly and provides an indication that the internal backup battery system is able to support proper device operation if needed. The unit did alarm, notifying user of reported condition. The initial reported event was not reportable.

Manufacturer narrative:
Ge field engineer information states the unit alarmed for no battery backup and backup buzzer sound. The battery was replaced to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, batteries have zero capacity after disconnecting network power supply and the respirator switches off. There was no reported patient injury,